Manufacturer narrative:
(B)(4). The problem involving use error was confirmed based on customer contact. Specifically, the patient stated they had already attempted to start over once with new bags and twice with a new cassette. This implies that they had reused disposable supplies when restarting therapy. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This was a use error, no sample was requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check final line alarm. The tsr went through troubleshooting steps with the home patient (hp). The tsr instructed the hp to start over with new supplies. The hp stated that she has started over with new bags and with a new cassette. The tsr stated that she should start with all new supplies. The hp would just skip therapy for the night. The tsr suggested the hp do a manual exchange and call her nurse in the morning. During follow up the hp stated that nothing was noticed with the supplies and the nurse came out and resolved the event. No patient injury or medical intervention was reported.